Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received to date. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? No further information is available. How was the case completed? No further information is available. Was a new reservoir or drain needed to correct the situation? No further information is available. If a new drain was needed, was it placed surgically during a second procedure? No further information is available. No further information will be provided. No product is available for return.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a reservoir was used. In the ward, the connection part of the drain and the adapter came off, and waste fluid leaked. Further details are not provided . No sample will be returned. There were no adverse consequences to the patient.